Event description:
(B)(6) cannot match with (B)(6). Products can not be implanted in surgery. Pt waited for extra 1.5 hour for new products. Doctor changed two new products and products can be implanted.

Manufacturer narrative:
The 28mm +4 v40 taper vit head, cat# 6260-5-228, lot# 37646604 was also listed in this report. At this time it cannot be determined which, if any of these devices may have caused or contributed to the reported event. When completed, the eval summary will be submitted in a supplemental report.